Manufacturer narrative:
Method: the device was reported not to be returning for an analysis. A review of the device history records (DHR) was performed for the lot number provided. Results: as no device was available for an evaluation methods were not performed; and results cannot be obtained. Per the DHR there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the device was not returned to I-flow for evaluation, therefore, we are unable to determine a cause for the reported event. Flow maybe impeded due to an occlusion. Patient is not receiving infusion. Based on the limited information that has been provided by the reporter we are unable to determine if there was patient use and the position of the orange indicator. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Fill volume: 400 ml. Flow rate: n/a. Procedure: unknown. Cathplace: unknown. (Please reference 2026095-2014-00072/(B)(6) and 2026095-2014-00073/(B)(6). A distributor reported that there were three pca buttons not working properly. They were unable to fill the bolus chamber as the button would not pop back up. 2026095-2014-00074/(B)(6).